Event description:
It was reported that the customer had passed away. The contact stated that the customer had series of hbgs and believes customer may have over delivered insulin causing death. Additionally, it was noted that the time was incorrect on the pump. No further details.